Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and indicated a lead noise alert. (B)(4).

Event description:
It was reported that one day post-implant, an alert was triggered for high impedance on the atrial and ventricular channels. The physician tested the values manually and the measurements were above 3000 ohms. Upon revision, a setscrew problem was noted. It was determined that the right atrial (ra) lead was not properly fixed in the atrial port. Upon reconnection of the ra lead, measurements were noted to be within normal parameters. The device and ra lead remain in use. No patient complications have been reported as a result of this event.